Event description:
A piece of the trocar broke off and was found inside the patient's abdomen. It was removed with the scope. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Trocars are 100% inspected for visual damage prior to sending to account. A damage trocar would have been rejected and not sent out to the account. We are unable to determine what could have caused the plastic blue tip on the trocar to break off inside the patient's abdomen. The piece of the broken-off blue tip was not returned with the trocar device; however, the remaining edge of the blue tip is ragged indicating some kind of force was required to break the tip and the tip did not just "fall off" into the patient.